Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as it was not explanted and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient suffered from a large right mid cerebral artery ischemic stroke on (B)(6) 2013. A decision was made to withdraw support on (B)(6) 2013 and the patient died that day.